Manufacturer narrative:
Device evaluated by manufacturer? No. Lens and injection system not returned. Event problem and evaluation codes: method - (process evaluation): work order search, cartridge lot number search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. A cartridge lot number search was performed and one other complaint was found. Conclusion - (unable to confirm complaint): based on the complaint history, lens work order search and cartridge lot number search, a specific root cause of the event could not be determined. (B)(4). Lens and injection system not returned.

Event description:
The reporter stated the surgeon attempted to load a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, into the sfc-45 fp cartridge, but the lens appeared to be stuck and tore. The surgeon didn't know if the event was due to the lens or cartridge. There was no patient contact and the backup lens was implanted with no problem. See MFR. 2023826-2015-01215 for the lens.